Event description:
On (B) (6) 2003, the pt was implanted with three gore excluder bifurcated endoprostheses to repair a 5.2cm abdominal aortic aneurysm. On (B) (6) 2007, the pt underwent a follow-up computed tomography which revealed the aneurysm sac at 5.9cm with no endoleaks noted. On (B) (6) 2010, the pt received a follow-up computed tomography which revealed the aneurysm at 7.3cm. The aneurysm is completely excluded, and the physician sees no endoleaks, however, the sac continues to grow. A review of these images by gore imaging revealed no contrast pooling outside the devices or in the aneurismal sac. On (B) (6) 2010, the pt underwent a reintervention where the gore excluder bifurcated. Endoprostheses were relined with three gore excluder aaa endoprostheses. No endoleaks were noted prior or post procedure. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that the lots met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Additional device implanted: (B) (4)/ pcc161400, (B) (4)/ pcl161407.